Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 305 mg/dl, 285 mg/dl and 154 mg/dl when all tests were performed within 10 mins of the advantage system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.